Event description:
The customer contact reported that there was an abnormal burn and smoke while the device was connected to the power supply. It was reported the device was in use on a pt. No specific pt information, device programming, or event details were provided. After and unspecified length of time, it was noted there was sparks of blue color coming from the back of the device. The device was removed from clinical service. Therapy was resumed on a spare device. The customer contact reported there were no exposed bares wires and the power cord was in good condition. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.